Manufacturer narrative:
The model number, serial number, and date of manufacture have been updated. The device was disposed of by the provider. Therefore, no evaluation can be conducted. Device not available.

Manufacturer narrative:
The model number, serial number, and date of manufacture have not been provided at this time. The device has not been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Claimant alleges that caregiver took down powerchair from lift to let him sit on it. Claimant sat down and alleges seat became dislodged and he fell backward and sustained injuries.

Event description:
Claimant alleges that caregiver took down powerchair from lift to let him sit on it. Claimant sat down and alleges seat became dislodged and he fell backward and sustained injuries.